Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
While using a byte retainers patient reported that their #7 and #8 teeth were chipped and had to be repaired by their dentist. Their retainer now does not fit. Provided tips for discomfort and soaking and asked to follow up.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.